Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review and contained various alarms associated with 2 driveline disconnect events. The alarms appeared to resolve once the pump was reconnected and resumed the programmed set speed. There was a pump stop on 06apr2026 at 1:13:11 due to the driveline being disconnected. The pump stop lasted for 1 minute and 35 seconds.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnected alarm was confirmed via the submitted log files. The system controller event log file captured 2 driveline disconnect alarms on 06apr2026 at 01:12:43 and 08:42:21, each resulting in the pump stopping. The driveline was reconnected following each event, with the pump stops lasting approximately 2 minutes and 30 seconds, respectively. No other notable events were captured. The controller appeared to function as intended for the duration of the log file. No product was returned for testing. No further documentation was provided by the customer. A root cause for the reported event cannot be conclusively determined through this analysis. The device history records were reviewed for hsc-132445 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and patient handbook is currently available. The abbott heartmate 3 lvas patient handbook, section 5 - ¿alarms and troubleshooting¿, and the heartmate 3 IFU with heartmate touch, section 7 - ¿alarms and troubleshooting¿, instruct users on how to identify and respond to alarms that sound from their controller, including driveline disconnect alarms. The patient handbook warns in several sections" "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power.". Users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that the cause of driveline disconnect/pump stop was unknown. The patient had no adverse impact.